Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6), 2010. Patient underwent plastic surgery in 2011 due to proximal bone loss where the surgeon took a fibular autograph and used it to connect the greater tuborsity with the humerus. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to stiffness. During the procedure, a loose stem was noted. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "